Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22139. It was reported that the patient presented with right ventricular defibrillator impedance high, and out of range. Pacing threshold and sensing were stable. Isometrics performed as well as pocket manipulation which revealed noise on discrimination channel only. The physician suspected it was likely a loose set screw. The lead was reprogrammed. The patient presented for lead revision procedure on (B)(6) 2021 and the lead was found loose in the header. The set screw was tightened. 1-hour post procedure there was another alert for high impedance. Multiple manual impedance checks were performed, and no readings were found out of range. The patient was stable, and no other procedures were performed.